Event description:
It was reported that the device had error 260.4120. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 260.4120 was not identified during the customer call. Advised customer of the correct logic board part number 49000959. Explained that error 260.4120 is caused by a faulty logic board and requires replacement. Transferred the customer to co for further assistance. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.